Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was working in the yard and his left leg was vibrating more. When the patient checked the controller it showed the stimulation went up from 1.1v to 1.8v and he kept decreasing stimulation and it goes back up to 1.8v. The patient confirmed that the programmer showed stimulation was on and adaptive stimulation was enabled. The patient stated he was using the adaptive stimulation feature and turned it off because he didn¿t like it and the issue was resolved. Additional information was received from a consumer regarding the patient on 2019-oct-17. It was reported that the patient¿s stimulation was going up on its own starting on (B)(6) 2019. The patient would be sitting still and then it would ramp up and he will feel more vibration in his leg. The patient would have to use the patient controller to bring the stimulation down, but then it would keep going back up. This has been going on for the last four days. The patient indicated that this was not a medical issue, and that he just needs to see a manufacturer representative for programming. The patient noted that when he would stand up, his vibration goes off. The patient has an appointment with a manufacturer representative (B)(6) 2019. Additional information was received from a manufacturer representative regarding the patient on 2019-nov-06. It was reported that when the manufacturer representative met with the patient, they did not witness any signs on the patient controller that the stimulation was going up ¿on it¿s own¿. The manufacturer representative noted that the patient controller seemed quite used/beat up so that could have been a factor; however, the cause of the stimulation increasing on its own was not determined. The manufacturer representative indicated that they had asked the patient to contact them if any further action or problems were to occur, but the manufacturer representative had not received any communication since the incident. There were no further complications reported.